Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with luer-lok¿ tip had a damaged barrel, found before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that syringe's body was found damaged.

Manufacturer narrative:
Investigation: photo evaluation: 1 photo was returned for evaluation. From the photo, observed damaged syringe barrel body at 3 position of marking area. Sample evaluation: 1 actual sample in open package were returned for investigation. The sample was not decontaminated. From the returned sample, observed syringe body was found damaged. From the photo and returned sample observed that the syringe barrel was damage and visible crack mark on the syringe barrel. The team confirmed the customer experience. Root cause: the product crashed and damaged during transition to outfeed dial process. This happen at the syringe assembly process, there is a rotary needle assembly dial and outfeed dial. During the rotation, the product slipped and tilted from the slot pocket. Probable root cause could be at the eject gate station, the guide plate became loose and resulted air blower not aimed to product properly and cause the product to tilt. DHR was performed and no similar defect was found during outgoing inspection and in process inspection.

Event description:
It was reported that the bd syringe with luer-lok¿ tip had a damaged barrel, found before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that syringe's body was found damaged.